Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that the master tool manipulator right (mtmr) on surgeon side console (ssc) 1 was floating. Tse reviewed the logs and confirmed error 23030 fault on the mtmr, and someone disabled it two hours prior to the case. The customer was continuing the case with the other console and will troubleshoot after the procedure. The procedure was completing as planned with no reported injury intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) while the surgeon was attempting to manipulate instruments from the ssc. The instrument was inside the patient at the time of this drift issue occurring. The procedure did not start/end as a dual console system. The patient was unharmed as the fellow on the second ssc never took control. Once they figured out that the ssc was disabled, the second ssc was not used. The issue cleared once the system was restarted after the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The clinical territory associate (cta) reported the root cause was a hospital staff member disabling the arm without notifying the team. Cta power-cycled the system, and it came back online with both manipulators functioning normally. Site has since completed multiple procedures with no issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to the hospital staff disabling the arm without notifying. Power cycling the system resolved the issue.